Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that cbct shift not applied correctly. Based on the available information there have been no actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq is working as designed and intended. Because couch move assist was opened manually, the data had not been updated and the shifts were not what the customer expected. Note however that this particular shift was not completed by the customer. Another cone beam CT was done and the customer made shifts based on that cone beam CT prior to delivering treatment. Based on the available information, there was no patient mistreatment in this case.